Manufacturer narrative:
The complaint investigation was completed based on review of the reported event details, customer communications, and available device/account information. The reporter alleged intermittent communication failures between the ilet, dexcom cgm, and mobile application, resulting in loss of insulin dosing and subsequent hospitalization for diabetic ketoacidosis (dka). The user reportedly experienced headache, elevated blood glucose values in the 200 mg/dl range while at school, followed by progression to blood glucose values >700 mg/dl and ICU admission for treatment of dka. During follow-up, discrepancies in the serial number associated with the account were identified. Due to the absence of synced engineering log data and inconsistent device identification information, the alleged communication malfunction could not be confirmed. The complaint investigation was limited because the device was not returned for evaluation despite multiple return requests and reminder attempts. Engineering log review could not be performed because no cloud-synced records were available for the reported device. No evidence was available to confirm a device malfunction, dexcom communication failure, or software-related interruption of insulin delivery. As a result, the reported issue remains unconfirmed. Attempts have been made to request the return of the product; however, no product was returned for evaluation. An engineering log review was not able to be conducted for this device. No records were found in the cloud servers, indicating that the engineering logs were never synced since being shipped to the user. A device history record (DHR) review could not be completed because the reported device identification information could not be fully verified within the available manufacturing records at the time of investigation closure.

Event description:
On (B)(6) 2026 the caregiver reported that on an unknown date the user experienced hyperglycemia with blood glucose (bg) levels of >700 mg/dl following suspected device communication issues between the pump, cgm, and app. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis (dka) and treated with standard dka management and discharged on an unknown date. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.